Event description:
It was reported that during a shoulder joint procedure, the surgeon noticed that the black and white area at the distal end of the probe was dissolved and was crushed into the shoulder joint. It was further reported that after the procedure was completed, the surgeon took an x-ray and saw that the crushed pieces are still in the shoulder joint. Further, a second procedure has to be performed.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.